Event description:
Complainant alleged that the clinicians were performing an "ep" study on a pt (age and gender unknown). The physician included a ventricular tachycardia heart rhythm in the pt, and then shocked the pt once at 50 joules. Upon the administration of the shock the device shut down. The physician then powered up the device and printed a recorder strip. A review of the recorder strip indicated that the devices shocked the pt on the "t" wave, rather than on the "r" wave. The pt then presented a ventricular fibrillation heart rhythm. The physician then shocked the pt twelve additional times and the pt's heart rhythm was converted to a normal sinus rhythm. The physician reported that during the administration of one of the twelve shocks, the device displayed an "open air discharge" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.